Manufacturer narrative:
Additional information: d9, g2, h3, h4, h6(update codes), h11. H11: the device was received for evaluation. Visual inspection was performed on the returned sample which showed that the sample had a damaged component. A deformation was observed at the tip of the two-piece luer lock. The reported condition was verified. The cause of the issue was due to luer lock assembly process, an improper positioning of the component during assembly which is related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link extension set could not be connected to an angiocath. The reporter stated that a ultrasound-guided (usg) intravenous (IV) angiocath was placed, but the extension set could not be attached due to a small piece of plastic on the end of the extension set. There was no report of patient injury or medical intervention associated with this event. No additional information is available. No additional information is available.